Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock right before dialysis. A review of the episode found that the qrs complexes were very wide. After the patient completed dialysis, the morphology appeared normal. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. A ts consultant discussed that it appeared that the patient was in atrial fibrillation (af) with varying rates that were being triple counted at times due to changes in the morphology. It was also discussed that additional testing with the patient could be performed pre-dialysis and post-dialysis to capture the best template to avoid further therapy for this rhythm. One month later, this patient received seven shocks before receiving dialysis. The field representative reported that it looked like it was a regular rhythm with wide complexes and there was some possible undersensing. Another memory download was sent to ts for review. A ts consultant discussed that the episodes showed rate variation due to changes in amplitude. Some of the amplitudes became smaller and the device then oversensed those signals. It was confirmed that the shocks were inappropriate; one episode resulted in therapy exhaustion. Discussions between the field representative and physician revealed that the inappropriate therapy was delivered prior to the patient receiving dialysis. The physician is planning on talking with the dialysis team to se if their potassium levels can be better managed. The physician also did change the rate cut off for therapy zone 1 to 240 bpm. The s-ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.